Event description:
It was reported that this right atrial (ra) lead was suspected to be fractured due to high out of range pace impedances as well as noisy signals. This ra lead remains in service. No adverse patient effects were reported.